Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1 in the main cart failed over several days with repeated ¿not detected on bus¿ errors; although reboots temporarily cleared the failure, the drawer continued to fail again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer failed and was not detected on the bus. A field service engineer (fse) found debris under the cubies for main drawer 4.1, cleaned the area, and reseated and tightened the row board cable at the rear of the cabinet. The system functioned as intended field service engineer repaired the device.